Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on in monitor mode. The device was then switched to defib mode and it powered on however, would not discharge at 30 joules. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.